Event description:
One touch ultra meter would not power on. One month ago, the patient felt light headed, dizzy, and about to pass out. She attempted to test with the reported meter and it would not power on. She drank a "coke" before going to the doctor. No blood glucose results were obtained on another device. The doctor changed the patient's medication to avandia. As no blood glucose results were provided and the patient received no immediate treatment from the doctor, there is no indication that the patient experienced injury and medical intervention due to the product. The customer service representative (ccr) walked the patient through pressing the power button and the meter powered on. The ccr walked the patient through inserting a test strip all the way into the test strip port and the meter would not power on. As the meter did not power on with test strip insertion, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.